Event description:
It was reported that an asymptomatic patient presented during follow up for increased impedance and capture threshold on the right ventricular lead. No action was taken to resolve the lead impedance or capture threshold increases. The patient will continue to be monitored.

Event description:
New information received on 12/15/2017 stated that the patient presented remotely via merlin.net with increased capture thresholds. No other electrical anomalies were noted and the patient was not symptomatic. A follow up re-evaluation and echocardiogram was scheduled in three months.